Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific (formerly cameron health, inc.) Received information that approximately nine months post implant, oversensing, in the absence of inappropriate therapy was exhibited. It was additionally noted, the final parameters report showed an alert message regarding system integrity. At this time, no system changes were needed as engineers reviewed and confirmed normal system operation. Analysis of the episode log file shows overcounting during a wide complex had been observed prior to the inappropriate charge. The device performed as intended and did not provide treatment. Based on this observation, no further action(s) required. Subsequently during a routine clinical follow-up, two additional stored episodes were observed in device memory. The data was reviewed by boston scientific's internal technical services to ensure the system was sensing and delivery therapy as required. The ts assessment noted the rate and morphology of the subsequent episodes were slightly different; however, no adverse effects reported and no system changes were required. To date, the device remains implanted and in service.